Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported the day after implant, the surgical wound had opened and the implanted system was visible. The system was explanted. The patient was stable. Related manufacturer report number: 2017865-2021-40292, 2017865-2021-40295.

Manufacturer narrative:
Further information was requested but not yet received.